Event description:
The customer reported that the device failed to discharge via paddles.

Manufacturer narrative:
The customer evaluated the device and localized the issue to a failed switch on the paddle set. The customer ordered a replacement paddle set to resolve the issue.